Manufacturer narrative:
Based on the testing performed on the returned customer samples, the complaint has been confirmed. Flash/burrs observed on critical features of the safety mechanism have been identified as the root cause. As corrective action, the manufacturing site shall perform maintenance and reverification of the molds used for constructing the safety mechanism. Sol-millennium will continue to monitor this kind of issue and further corrective actions will be planned as necessary. This report was initially submitted on 02/12/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
Customer reports that the clinician used the sn1815 to draw up a medication and then activated the safety shield as recommended. However, reports that the securement device within the safety shield did not fully engage, thus allowing the needle tip to remain exposed and subsequently causing a needle stick injury.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct report type provided in the initial MDR 3014312726-2025-00027. The previously reported report type is adverse event and product problem was incorrect. The correct report type is product problem only.

Manufacturer narrative:
Based on the testing performed on the returned customer samples, the complaint has been confirmed. Flash/burrs observed on critical features of the safety mechanism have been identified as the root cause. As corrective action, the manufacturing site shall perform maintenance and reverification of the molds used for constructing the safety mechanism. Sol-millennium will continue to monitor this kind of issue and further corrective actions will be planned as necessary. This report was initially submitted on 02/12/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.